Event description:
It was reported that a patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) incorrectly misinterpreted ventricular tachycardia (vt) as supraventricular tachycardia (svt) and no shock was delivered. No changes or intervention were reported. There were no patient consequences.